Event description:
Additional information reported indicated that the cause of the event was due to programming. The event was attributed to patient programmer. Signs and symptoms associated with the reported event were tingling electric sensation in the left arm and hand. Patient outcome was noted as no injury. It was also stated that the patient was a very anxious individual.

Manufacturer narrative:
Concomitant products: product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37642, serial# (B)(4). Product type: programmer, patient. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3387s-40, lot# v646607, implanted: (B)(6) 2011, product type: lead. Product ID: 3387s-40, lot# v646607, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that a couple of days prior to the report, the patient was resting his arm on the kitchen counter and felt a shock from his shoulder to his fingers. The patient stated the shock wasn¿t painful, but was ¿like a stronger feeling of when the manufacturing representative adjusted the stimulation.¿ after this, the patient noted his tremor returned worse than before and he had attempted to readjust the stimulation. The patient stated that 2-3 weeks prior to the report, the manufacturing representative adjusted his stimulation to where it was working perfectly in controlling his tremor. The manufacturing representative had set the stimulation to 240 on the left and 250 on the right. The patient tried to adjust the stimulation and put it to 270 on the left and 280 on the right, but he wanted to put the numbers back to where the manufacturing representative had it. The patient stated the tremor was more pronounced on the right side than the left. The patient later adjusted the stimulation to where the manufacturing representative had it. The patient stated that he originally didn¿t turn up the stimulation and that it did it by itself but he didn¿t know why. It was noted that the patient had no falls or trauma.

Manufacturer narrative:
(B)(4).